Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upexamination of the returned product confirms the reported event. Previous investigations found it is suspected that using the device in a levering motion rather than relying on the upward force may have contributed to the fracture. No evidence was found suggesting product error was a contributing factor. The overall condition of the device suggests moderate usage. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the returned product confirms the reported event. Previous investigations found it is suspected that using the device in a levering motion rather than relying on the upward force may have contributed to the fracture. No evidence was found suggesting product error was a contributing factor. The overall condition of the device suggests moderate usage. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened

Event description:
The tip broke off while inserting real implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.